Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was over 400 mg/dl. The patient treated via manual insulin injection. During troubleshooting, the alarm was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.